Event description:
A physician reported that corneal debris from phaco sleeve. After eleventh month, patient experienced discomfort and edema in the left eye and was put on steroidal anti-inflammatory drug. After a year, edema still persisted in patient eye. Upon inspection, it was noted there was particulate matter in the corneal wound as well as the paracentesis wound where the edema originated from the cataract surgery with intraocular lens implant. After couple of months, patient went to operating room for procedure. Patient current condition was unknown.

Manufacturer narrative:
Correction information provided in b.5 and h.6. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.11. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that corneal debris from phaco sleeve and edema in the left eye. Upon inspection, it was noted there was particulate matter in the corneal wound as well as the paracentesis wound where the edema originated from the cataract surgery with intraocular lens implant.